Event description:
It was reported that the tandem mobi pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. The technical support instructed the caller to plug the wall adapter into a known working outlet and wait at least 30 minutes for the pump to begin charging, with plans to follow up afterward.